Manufacturer narrative:
The product in complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends.

Event description:
It was reported that a (B)(6) year old symptomatic male patient underwent a right transcarotid revascularization procedure on (B)(6) 2019. The physician accessed the vessel as normal, however, when the physician attempted to place the arterial sheath with a "stop short" technique, the wire retracted and the arterial sheath dissected the right common carotid artery (cca). The physician successfully re-accessed the vessel again and placed 2 stents to internally cover the dissection. The patient woke up alert and oriented. No additional details were provided.